Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for foreign matter (on needle tip) due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ syringe had foreign matter on the tip of the needle. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that there was a small clear liquid dot on tip of needle prior to injection. Syringe was not used for injection. Spoke with the girlfriend who stated, she saw a "small clear liquid dot on needle tip prior to injection. Stated, it surfaced, when she pushed on plunger, so she did not use syringe. 1 syringe affected. Discarded product. Stated, does not want to move forward with complaint and thanked bd for getting back to her. I discussed "medical grade silicon" with consumer and recommended she send it in for testing. Girlfriend declined and said she has not had an issue since the one syringe. Declined replacement product. Declined providing address to send mail kit. Caller states she opened new needle for boyfriends testosterone injection that she draws up for him and there is a drop of some type of liquid already inside the needle. They checked other needles of same from the pharmacy order and tis is the only one with a "bead" or "drop" of liquid already in the needle.